Manufacturer narrative:
(B)(4). Concomitant medical products: multi-axial correction system variable bone screw carriage pn13080 lnw44720. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Source report: report was received via a user facility report. The customer has indicated that the device is available for evaluation. A supplemental medwatch 3500a will be submitted upon receipt of additional information.

Event description:
It was reported that when removing pins, from an external fixator, from the leg during surgery, one of the pins broke off and was not removed from the patient. No additional patient consequences have been reported. No further information is available at this time.